Manufacturer narrative:
(B)(4) - device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly scarred common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, no suture was attached to the needle plunger when it was removed. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.